Event description:
It was reported that during a video laparoscopy procedure, the blade tip part broke in two fragments. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm and with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.